Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye part of the optic and haptic was obsevred to have torn off. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information recieved states that there was pronounced resistance to lens advancement starting approximately halfway through injection. The surgeon continued with injection/implantation and on delivery into the eye damage to the iol was observed. The rayone IFU "use of rayone" section" fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". While the cause of pronounced resistance cannot be established, continued injection - a deviation from the IFU, is likely the contributory cause of the lens being delivered damaged into the eye.

Event description:
On 7th october 2025, rayner received notification from its russian distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation of the iol into the eye part of the optic and haptic was observed to have been torn off necessitating lens explantation and exchange.